Event description:
It was reported by the customer they are experiencing an increase in kinking in all gauges and lengths of powerglide. Customer states that the kinking is resolved when a different (pivc) statlock is utilized. Customer feels that there is a change in the angle of the powerglide statlock. The customer reported this is a recurring event however the exact quantity or device specifications were not provided to bd vascular access devices field assurance. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.